Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and triggering the threshold suspend feature when the customer's blood glucose wasn't low. Blood glucose was 80 mg/dl and the sensor reading wasn't provided. The customer's current blood glucose was 140 mg/dl. No further troubleshooting was performed. Customer is not returning the sensor for analysis.